Event description:
It was reported that intermittent right atrial (ra) and right ventricular (rv) lead oversensing was observed on a recorded high rate non-sustained episode. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, oversensing of electromagnetic interference (emi) was noted on both the rv lead and right atrial (ra) lead. It was indicated that the patient has a history of experiencing emi when swimming in an old in-ground pool, and patient may have been swimming again that day. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.